Manufacturer narrative:
E1: initial reporter name: (B)(6) hospital (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon shaft was fractured. The 89% stenosed target lesion was located in a severely tortuous and severely calcified left anterior descending mid artery. A 15mmx3.50mm wolverine coronary cutting balloon has been used for the procedure. During the procedure, the catheter was advanced with resistance, and the device was fractured at 15cm away from the balloon's distal end. The device was removed with the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the patient was stable after the procedure.